Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 559453 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the hospital because their alarm went off. A lead integrity alert (lia) was triggered due to high impedance, increased sensing integrity count (sic), and short and fast non-sustained (nst) episodes on the right ventricular lead. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1110 of 1112 lifetime v-sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for impedance and v-sic. Max v pace impedance rises from 703 ohm the week ending (B)(6) 2014 to 1767 ohm the week ending (B)(6) 2014. There are 15 non-sustained events of less than 220 milliseconds (ms) v-v cycle recorded on (B)(6) 2014.